Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the connecting tube, bending section cover adhesive, grip, plastic distal end cover; and light guide (lg) adhesive had foreign material due to insufficient cleaning, additional findings were as follows: due to wear of scope cover, water tightness was lost; indication on flexibility adjustment ring was unclear; air/water cylinder had discoloration; suction cylinder had discoloration; scope cover had a scratch; right/left knob had a scratch; due to a cut on heat shrinking tube of forceps elevator lever, insulation capacity could not be obtained; due to deformation of suction connector, water tightness was lost; number of maximum cumulative uses was reached; label on suction connector was damaged; electrical connector had corrosion due to water leakage; due to a pinhole on bending section cover, water tightness was lost; and due to a cut on angle wire, bending section could not be bent in up direction at all. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had a cable broken from big wheel. There was no patient harm associated with the event. The device was evaluated, and it was found that the connecting tube, bending section cover adhesive, grip, plastic distal end cover; and light guide (lg) adhesive had foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the sub-water supply channel, image guide tube, the bending section rubber adhesive area, the grip, the plastic distal end cover, and the light guide lens adhesive area but it was not possible to identify the foreign matter. Due to leaks from the scope cover, scope connector, electrical connector, and curved rubber, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.